Event description:
Customer complaint - limited data available: consumer sent an adverse event photo and proof of purchase to the public folder to report an injury caused by her unit and to request reimbursement. Consumer would like to report this adverse event to the FDA.